Event description:
During valve replacement surgery, the valve was noted to have a leaflet that was not moving normally. The valve was in-process of being implanted. It was removed, and a different valve from a different vendor was implanted. Dates of use: 2009.